Event description:
It was reported that this this pacemaker triggered a lead safety switch (lss) due to low impedances out of range in the right ventricular (rv) lead. It was noted that the rv pacing and atrial tachy response (atr) had increase, coincidentally with the increase of power consumption, that appeared to be abnormal. The field representative tried to measure impedances and noisy signals were exhibited during the measurement. Technical services (ts) suspected a latent analog integrated circuit (ic) issue and noted that if this is an ic issue, the continuing pacing using malfunctioning hardware can result in lead corrosion or damage. Ts recommended device replacement. The patient will be monitored remotely until change out this pacemaker system remains in service. No adverse patient effects were reported.